Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart transplant due to a driveline infection with positive cultures since (B)(6) 2022. There was brownish drainage was noted from a tear in the driveline and a culture was taken that showed heavy growth of pseudomonas. A blood culture on (B)(6) 2022 was negative and a computed tomography (CT) showed no acute abnormality. The drainage culture on (B)(6) 2022 showed heavy growth of pseudomonas. On (B)(6) 2022 the growth showed to be resistant to cefepime and fortaz (ceftazidime). Another blood culture was taken on (B)(6) 2022 and found positive pseudomonas, merrem (meropenem) and cephalosporin resistant. On (B)(6) 2022 the patient was started on meropenem and avycaz (ceftazidime-avibactam). On (B)(6) 2022 a left ventricular assist device (lvad) exploration was performed with a driveline desheathing. The infection was found around the collar. Holding the outflow graft strain relief in place. A surgical culture found very light growth pseudomonas. Blood cultures were found negative on (B)(6) 2022. On (B)(6) 2022 a CT should no acute chest findings and there was an interval decrease in gas and fluid collection along anterior aspect of lvad. The patient was put on ciprofloxacin and cefiderocol. The patient was transplanted on (B)(6) 2022. The device operated as expected and would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of infection could not be conclusively determined through this evaluation. Additionally, evaluation of (B)(6) confirmed the reported event of silicone jacket damage; however, a specific cause for this finding could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 6.5¿ from the pump housing and the remaining distal portion of the driveline measured approximately 31¿. The pins of the controller connector appeared unremarkable. The apical sewing ring was returned over the inlet extension with green suture present. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. A portion of the outflow graft was returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. The outflow graft bend relief was not returned. No evidence of developed depositions or thrombus formations were observed throughout the system. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Rescue tape was present on the driveline approximately 2-5¿ from the controller connector, as well as 14.5-15.5¿ from the pump housing. The rescue tape was removed and damage to the silicone jacket was observed approximately 2.5-4¿ from the controller connector, as well as 15-15.5¿ from the pump housing. Dried, brown residue was observed in the area of damage 2.5-4¿ from the controller connector, as well as nearby areas, consistent with the reported event of ¿brownish¿ drainage coming from the external silicone jacket tear. Upon removal of the silicone jacket, additional dried, brown residue was observed approximately 5-18¿ from the controller connector, suggesting that ingress originated at the jacket tear found 15-15.5" from the pump housing. Functional testing of the returned pump on a mock circulatory loop was not performed. . The relevant sections of the device history records for (B)(6) as well as driveline, serial number 21958, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists infection as an adverse event that may be associated with use of the heartmate ii lvas. Section 6, "patient care and management", includes information regarding how to prevent and control infection and lists infection as a potential last postimplant complication. This section also addresses how to care for the driveline. This section also notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Additionally, this section states never to submerge the driveline or other system components in water or liquid. The heartmate ii patient handbook, rev. C, is also available. This handbook contains several sections with information about how to prevent and control infection. The handbook also contains a section on "caring for the driveline"; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears) and is warned never to submerge the driveline or other system components in water or liquid. The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.